Event description:
Customer reported her insulin pump is alarming and the keypad is not working. Customer's blood glucose is 427 mg/dl. She treated with a manual injection. A temporary basal was not programmed before the alarm. The device was stored and not used for about a week. The act, esc, and b button are not working. Customer stated her child threw the device in the toilet last week. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. Insulin pump passed self test and error alarm test. No unexpected alarms. No moisture damage electronic assembly. No unexpected restart.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.